Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damage. Error history log review found motor rate error. Occlusion testing was performed and the motor rate error was duplicated. The root cause of the reported issue was found to be a combination of worm coupling, leadscrew and clutch halves that do not operate as intended. Actions were taken to mitigate the reported issue: replaced worm coupling, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. D4 (UDI) was unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.